Manufacturer narrative:
The device remains in the pt. A review of the lot history record could not be performed, as the lot number was not reported.

Event description:
Device malfunction: none. Time of symptoms/ae: during vessel closure. Symptoms/ae: hematoma. It was reported that a physician trained in the use of the starclose device attempted an arteriotomy closure of the femoral artery after an emergent interventional procedure. The physician felt that the puncture site was high, however the physician proceeded to deploy the clip. The pt vomited and a hematoma developed at the wound site. The physician stated that as "far as we know the site was fine prior to the pt vomiting." A syvek pressure dressing and a femstop were used to achieve hemostasis. It was noted that the pt's hematocrit dropped to an unspecified amount, however, it is not known if any treatment/intervention was performed. Though requested, no add'l info was available.